Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 500 mcg/ml 350 mcg/day at via an implantable pump. The indication for use was not reported. It was reported that a refill was performed on (B)(6) 2019. The daily dose was changed from 350 mcg/day to 400 mcg/day, and the concentration was changed from 500 mcg/ml to 1000 mcg/ml. A bridge bolus was programmed. On (B)(6) 2019, patient had severe bradypnea. The pump was interrogated on (B)(6) 2019, and the physician found the pump was still at the old setting of 350 mcg/day and 500 mcg/ml. The refill was performed, and the pump was programmed with the correct settings. No errors were recorded in the logs. Currently, the patient was fine, and the bradypnea symptom had resolved. The issue was resolved. The patient's status was alive - no injury. The physician reported the cause of the issue was ¿probably a human operator error, and the pump was not updated; operator did not press the update pump button¿. Surgical intervention did not occur and was not planned. The pump remained implanted and in service. Information regarding the software version and software card serial number was unavailable. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.